Event description:
The customer reported that the device locked up when attempting to charge for defibrillation.

Manufacturer narrative:
The customer reported that the device locked up when attempting to charge for defibrillation. Philips evaluated the device and confirmed the reported lockup symptom. The device was repaired by reloading the system software. The device passed all testing and was returned to the customer.